Event description:
An attempt was made to use one amphirion deep pta balloon catheter in a patient. The target lesion, located in the posterior tibial artery, was described as highly calcified. However it was reported that the balloon of the relevant device burst during first inflation to nominal rated balloon pressure. The amphirion deep device was removed and replaced with another amphirion deep; however same issue occurred. It was reported that both the devices were inspected and prepped prior to use with no abnormality noted. It was reported that, due to the calcification present at lesion site, some resistance was experience and some force was required during delivery of the devices. It was reported that the procedure was completed with another manufacturer balloon catheter. The patient is reported to be fine. No clinical sequelae were reported. Ref MFR # 3004066202-2012-00018, 3004066202-2012-00019.

Manufacturer narrative:
Results: patient condition affected effectiveness of device (highly calcified lesion). Conclusion: device failure/lack of effectiveness related to patient condition (highly calcified lesion). (B)(4) (balloon).

Event description:
Review of the lot history record confirmed that the amphirion deep pta balloon catheter had been used passed its use by date.

Manufacturer narrative:
Correction - lot number. Additional information - expiry date. Manufacture date. Additional information - results: failure to follow instructions (IFU instructs the user to use before ubd), shelf life exceeded.